Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver broke off during surgery while tightening a plug. The procedure was completed using an alternative driver without reported patient impacts.

Manufacturer narrative:
The plug driver was not returned, however, a photo was provided and used for evaluation. The complaint of tip fracture is confirmed. A review of the DHR did not identify any issues which would have contributed to this event. The cause cannot be determined based on the available information.

Event description:
It was reported that the tip of a plug driver broke off during surgery while tightening a plug. The procedure was completed using an alternative driver without reported patient impacts.